Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature batter depletion, as well as anomalous pacing impedance measurements and oversensing of noise.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption of the crt-d appears to be abnormally high for the programmed parameters. The power increased coincident with the onset of persistent atrial fibrillation and an increase in right ventricular (rv) pacing percentages earlier in the ear. Multiple low out of range pacing impedances of less than 200 ohms and oversensing of noise was also observed on the rv channel. Device replacement was recommended, however the crt-d remains in service at this time. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption of the crt-d appears to be abnormally high for the programmed parameters. The power increased coincident with the onset of persistent atrial fibrillation and an increase in right ventricular (rv) pacing percentages earlier in the ear. Multiple low out of range pacing impedances of less than 200 ohms and oversensing of noise was also observed on the rv channel. Device replacement was recommended, however the crt-d remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption of the crt-d appears to be abnormally high for the programmed parameters. The power increased coincident with the onset of persistent atrial fibrillation and an increase in right ventricular (rv) pacing percentages earlier in the ear. Multiple low out of range pacing impedances of less than 200 ohms and oversensing of noise was also observed on the rv channel. Device replacement was recommended, however the crt-d remains in service at this time. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported. The crt-d is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.